Manufacturer narrative:
Issue could not be duplicated, replaced power management board as a precaution. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during pre-use checkout, the unit alarmed "internal error. Reboot the system". There was no reported patient involvement.